Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Additionally, a boston scientific company representative confirmed that all measurements were normal and there were no suspected lead issues. The device and lead remain in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.